Manufacturer narrative:
Product complaint # = (B)(4) additional information provided: -lot number of (B)(4) : unk j2500784 the same situation has occurred three times in a row. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? How was the case completed? It was indicated that the same situation has occurred three times in a row. Could you please confirm how many devices demonstrated the alleged deficiency? Could you kindly perform and document the follow-up attempt for the product return? Please provide the source or name of person providing answers to follow-up questions: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a spinal surgery on an unknown date and a drain was used. The drain was inserted before wound closure and the procedure appeared to have been performed correctly, but there was a sound like an air leak and the reservoir could not suck exudate when connected to the bag and starting to draw fluid. The doctor said that this has never happened before. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.